Manufacturer narrative:
One device was returned for investigation in good condition. Device was tested and run for hours without any issue. Unable to confirm customer complaint. Preventative maintenance done where device again passed all functional tests. Manufacturing device history review showed no non conformities during the manufacturing process. Service history review shows device had not been in for repair previously.

Manufacturer narrative:
B3: date of event, no information has been provided to date. D4: UDI number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking. No patient harm reported.